Event description:
The customer customer states that the unit is giving a speaker malfunction and the speaker does not have any sound. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4)

Event description:
The customer customer states that the unit is giving a speaker malfunction and the speaker does not have any sound. No patient harm was reported.